Event description:
New information received, noted that the right atrial and ventricular leads were explanted and replaced. The patient was stable.

Event description:
It was reported that the pacing dependent patient presented for remote follow up merlin.net. A review of the transmission revealed over-sensed noise exhibited by both the right atrial and right ventricular leads. Noise was reproduced in clinic. No interventions were made. The patient was asymptomatic.